Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although an absolute root cause cannot be determined, our quality engineer notes that there could be multiple potential root causes such as: for bent cannula / occlusion: infusion set inserted in an area with low body fat may bend against muscle on lean customers. Improper use of inserter. If the needle is removed when the infusion set is not flush with the skin, you can lose rigidity and support for the cannula. This can lead to bent cannulas. Infusion set placement where clothing might cause irritation (for example your beltline). Insertion site in scarred or hardened tissue or stretch marks. Due to an increase in the percentage of patients experiencing high blood glucose levels using the minimed® pro-set®, CAPA (B)(4), (B)(4), field action notification dc-17-919-fa, and product recall 2243072-12/21/16-001-c have bee initiated. (B)(4).

Event description:
It was reported that while using a minimed® pro-set® with bd flowsmart¿ technology, 24 in x 6 mm, a patient's blood glucose was elevated; >600 mg/dl. The patient reported that the infusion set cannula was bent at the time the elevated glucose levels occurred. The patient declined any problems with scar tissue, hardened tissue, or stretch marks and stated that she had sufficient subcutaneous tissue at the insertion site of his/her upper abdomen. There was no report of medical intervention for this incident.